Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was not reported. The insulin pump had a couple of scrapes. After troubleshooting the display did not return. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on the interface board. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.